Event description:
Cordis diagnostic jl4 catheter found to be defective after inserting into patient. Second groin access site needed (left groin), defective catheter was able to be snared, patient unaffected. During the procedure the tip of the catheter dislodged. Attending obtained access on the left femoral artery and snared the loose piece out of the body successfully without harm to patient. Patient is a middle-aged female with a past medical history of hypertension, hyperlipidemia, diabetes who presents to the cardiac catheterization lab with canadian class iii angina despite optimal medical therapy. Indication: canadian class iii angina despite optimal negative therapy. Diagnostic findings: 30% stenosis of mid lad which is associated with myocardial bridge, patent stent in the proximal lad, patent left main, mild diffuse disease left circumflex, 40% stenosis of distal rca.